Manufacturer narrative:
(B)(4). The explanted lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess the lead's electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the hospital complaining of dizziness. Upon interrogation, the device showed rv loss of capture (loc), oversensing, and inhibited pacing on the rv lead. The lead was tested and the pacing impedance measurements were low, out-of-range, between 100-200 ohms. The physician elected to immediately explant and replaced the rv lead, due to the patient¿s symptoms and the low pacing impedance measurements. This lead was explanted and a new rv lead was implanted. Measurements with the new lead and chronic pacemaker were within normal range. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).